Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating it is unable to shock. The asp evaluated the device. The asp performed the operational check and looked specifically at the discharge test. The device performed without any problems. Based on the information available and the evaluation and testing conducted, the cause of the reported problem unknown. The problem was not confirmed. The device passed all testing, and no problems were found. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced, and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted. If additional information is received the complaint file will be reopened.